Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon was removing the gall bladder the device misfired and the gall bladder fell out of the device. They performed laparoscopic fluoroscopy and they did not find the gall gladder in the patient or in the surgical field. The case was completed.

Manufacturer narrative:
(B)(4). Additional information has been requested; no response has been received to date. The pouch device was received in good condition. The device had been fully deployed. There was no bag and no suture returned with the device. The anti-backup was engaged and the distal cam was locked out into the support tube. The anti-rotation, finger/thumb rings, and push-pull rod were intact. The support arms were deployed on one side of the distal plug. The support arms were attached to the push-pull rod and were in good condition. The support arm pin was intact. The distal plug assembly was in good condition. Since the bag was not returned for analysis we were not able to re-create the reported event.